Event description:
Returned dacapo power pack showed a broken housing with electrolyte leakage. However, neither pt contact to battery chemisty nor any injuries were reported.

Manufacturer narrative:
The device has been returned to MFR where it will be evaluated. When available, a device failure analysis will be submitted as a follow up report.